Event description:
It was reported that this implantable lead was part of a system revision due to infection and pocket erosion. Reportedly, due to the patient being thin, friction between the sleeve portion and the skin caused skin inflammation, leading to blister formation, which eventually ruptured and resulted in exposure. There were no additional adverse patient effects reported. This lead was explanted.